Event description:
It was reported that the patient presented for in-clinic follow-up with the right ventricular lead that exhibited failure to capture at the maximum output. The patient was scheduled for extraction, and the lead was successfully explanted and replaced. The patient was in recovering.